Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the patient coded and had low bp. Attempts to get further information have been unsuccessful. The reporting nurse was not on duty at time of patient death.